Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture needle was not attached to the thread upon opening the suture. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread still wound on the pack. However, without closed samples a proper analysis cannot be performed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/european pharmacopoeia and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause as only an open sample has been received. Final conclusion: considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit but the whole batch is correct. We will close this complaint as not confirmed as no further analysis can be done. If closed samples are received in the future, we will re-open the case. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.